Event description:
It was reported that on (B)(6) 2026, a 20mm amplatzer septal occluder was chosen for implant using an unknown delivery system. No pericardial effusion had been noted prior to the procedure. The patient was in normal and constant rhythm at the time of the intervention. There was no transseptal puncture performed, as the procedure involved asd closure, and no multiple wire or delivery sheath exchanges occurred; the wire was positioned in the upper left pulmonary vein. During the procedure, the patient developed cardiac tamponade. The effusion was noted at the level of the aorta, in the form of a linear collection adjacent to the aorta, and was associated with shearing caused by the prosthesis, which led to bleeding at the level of the aortic wound in relation to the composite aortic prosthesis (cia prosthesis). The user believes that the abbott device was implicated, stating that the prosthesis caused the shearing at the aorta. The tamponade was managed intraoperatively with felted stitches and a reinforcement bandage. No abnormalities were observed on the aortic valve, and the prosthesis remained in appropriate position at the conclusion of the intervention. Postoperatively, the patient initially demonstrated favorable progress and was transferred out of the thoracic and cardiovascular surgery (ctcv) intensive care unit the same day. However, the patient subsequently developed obstructive shock secondary to recurrent cardiac tamponade. The effusion was managed with drainage followed by surgical repair, requiring an unplanned return to the operating room.

Manufacturer narrative:
An event of a patient-device incompatibility (implant related tissue damage) was reported with pericardial effusion, cardiac tamponade, and shock. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient-device incompatibility could not be determined. The reported pericardial effusion, cardiac tamponade, and shock are likely cascading effects from the event. An unexpected medical intervention and surgical intervention were a result of case specific circumstances, as a pericardiocentesis was performed and the tissue damage was repaired surgically. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 20mm amplatzer septal occluder was chosen for implant using an unknown delivery system. No pericardial effusion had been noted prior to the procedure. The patient was in normal and constant rhythm at the time of the intervention. There was no transseptal puncture performed, as the procedure involved asd closure, and no multiple wire or delivery sheath exchanges occurred; the wire was positioned in the upper left pulmonary vein. During the procedure, the patient developed cardiac tamponade. The effusion was noted at the level of the aorta, in the form of a linear collection adjacent to the aorta, and was associated with shearing caused by the prosthesis, which led to bleeding at the level of the aortic wound in relation to the composite aortic prosthesis (cia prosthesis). The user believes that the abbott device was implicated, stating that the prosthesis caused the shearing at the aorta. The tamponade was managed intraoperatively with felted stitches and a reinforcement bandage. No abnormalities were observed on the aortic valve, and the prosthesis remained in appropriate position at the conclusion of the intervention. Postoperatively, the patient initially demonstrated favorable progress and was transferred out of the thoracic and cardiovascular surgery (ctcv) intensive care unit the same day. However, the patient subsequently developed obstructive shock secondary to recurrent cardiac tamponade. The effusion was managed with drainage followed by surgical repair, requiring an unplanned return to the operating room.